Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, visual summary analysis of the lead indicated damage at implant. The analyst noted that approximately 0.4 centimeter segment of the guidewire was stuck in the lumen (very distal tip end) of the lead. The guidewire appears to have looped back on itself at the tip end.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, the hybrid wire became stuck in the left ventricular (lv) lead. The lv lead was removed and replaced. It was noted that the hybrid wire was partially removed from the lv lead with some force, however snapped and was left in the distal end of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.